Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that a ar-6480 dw pump shuts itself off. This occurred during use in an unknown case, with no patient effect reported.

Manufacturer narrative:
See attached vendor evaluation.